Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number (228152), lot number (1l21781) combination per qlik query executed on (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an acl reconstruction, when the surgeon grasped the lever of the truespan 24 degree peek to eject the implant, the surgeon could not recognize that the implant was come out from the needle. Then, the surgeon took out the device from the patient¿s joint, the surgeon recognized that the implant was stuck inside of the needle. The surgery was finished without any other problem although it was not reported how the surgery was completed. There were no broken parts in the patient¿s body. It was brand new and the first use when the issue occurred. There was no harm to the patient. No information of the surgical delay was available. No further information was provided by the hospital.